Event description:
It was reported that an unspecified number of bd safetyglide¿ needles from lots 2010821 and 2024137 were blocked during use. The following information was provided by the initial reporter: "as per account, the last 2 shipments of needles (308-305916) we have received have so many defective needles per case that they are practically useless, at least half the needles are being thrown out."

Manufacturer narrative:
Additional/corrected information: b3. The initial reporter has clarified the date of event to be 31 october 2022. H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305916 and lot number 2024137. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot#: 2010821, medical device expiration date: 31-dec-2026, device manufacture date: 10-jan-2022, medical device lot#: 2024137. Medical device expiration date: 31-dec-2026. Device manufacture date: 24-jan-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles from lots: 2010821 and 2024137 were blocked during use. The following information was provided by the initial reporter: "as per account, the last 2 shipments of needles (308-305916) we have received have so many defective needles per case that they are practically useless, at least half the needles are being thrown out."